Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) addressed an issue where drawer 5.1 was not detecting cubie pockets on the bus. The customer had already attempted a power cycle. The fse removed the drawer, reseated the cables, and inspected the retractor bands. After reinserting the drawer, diagnostics were run using the hardware test application. The drawer pockets were successfully detected, and the application was restarted. All faults were cleared, and the customer was able to inventory the drawer without issues. The system functioned as intended after the field service engineer repaired the device.